Event description:
Dealer alleges that the shifter handle and the mounting hardware on a rps350-1 stand up lift are loose. This relates to the opening and closing of the legs, stability issue with the lift.